Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart. The customer¿s blood glucose level was unknown at the time of the incident. Customer also had a blank display. Troubleshoot was done and display did return. Unable to continue troubleshoot for unexpected restart as call was lost. The insulin pump will not be returned for analysis.